Event description:
During the first half of a bilateral endoscopic spine fusion at l5/s1, a single level plate construct was being implanted through a flexposure cannula. Because of inadvertent tightening of the flexposure skirt under the wave frame construct, the skirt separated from the upper portion of the device during removal. The co rep who was present observed difficulties with the video equipment resulting in suboptimal imaging, which may have contributed to improper tightening. The surgeon initially attempted to retreive the skirt portion using forceps or pliers. When this failed the surgeon inserted surgeon's fingers, surgeon sustained a cut for which surgeon rec'd immediate treatment. The lower portion of the flexposure was removed without injury to the pt.